Event description:
The nurse reports the flexiseal signal fms was placed in the patient on (B)(6) 2015 and removed from the patient on (B)(6) 2015 due to 'the fluid leaked out of the inflation port'. The nurse further reports a new fms was placed in the patient.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Additional patient and event details has been requested. Should additional information become available, a follow-up report will be submitted. There are two (2) cases associated with this patient; therefore a separate FDA form 3500a has been generated to address the other device used/ reported to the FDA on 02/05/2015.